Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to confirm motor position encoder error alarm due to erased history file. The pump was unable to verify motion sensor test failure alarm due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of motor error, motor position encoder error and motion sensor test failure alarm. The customer's blood glucose reading was unknown. The customer stated that the pump was not exposed to high magnetic field. The customer mentioned that the alarm occurred during prime. The customer stated that the motor error occurred 3 times in the last 30 days. The customer will return the pump for analysis.